Manufacturer narrative:
Date of event: event date is an estimate.

Event description:
It was reported the patient was experiencing tenderness at the ipg site. As result, the ipg pocket was revised resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.